Manufacturer narrative:
The patient tested on the other coaguchek device that was sent for comparison and received similar results. The investigation did not identify a product problem.

Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6) . On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The strips won't be sent for investigation. Another coaguchek device was sent to the patient for comparison. Section e3: occupation is patient/consumer. The investigation is ongoing.

Event description:
We received an allegation of questionable inr results for 1 patient sample tested with a coaguchek inrange meter when compared to a stago laboratory method. On 18-nov-2024 the patient had a meter result of 7.2 inr while the laboratory result was 4.70 inr. The time difference between the 2 measurements was <3 hours. The patient¿s therapeutic range was 2.0-3.0 inr.